Event description:
This procedure was performed in (B)(6). The nanocross balloon was leaking.

Manufacturer narrative:
A review of the manufacturing records for this devices was conducted. The nanocross dilatation catheter was received for evaluation without any ancillary devices or cine images from the procedure. The balloon profile suggests that the balloon had not been inflated. The balloon exhibited a circumferential tear at the proximal tip of the proximal cone. The cause of the difficulties encountered was a circumferential tear at the distal edge of the proximal balloon bond. The cause of the tear could not be determined.